Manufacturer narrative:
Eval summary: it is possible that the fracture was due to excessive impaction force, but without further info this cannot be confirmed. Eval: as returned, the glenosphere impactor head is fractured. Based upon the lot number, the device had a potential field age of approx four years at the time of failure. Mfg documentation for this lot has been reviewed and indicates that the device was mfg, inspected, and packaged to spec.

Event description:
It is reported that the impactor head fractured and the surgeon was unable to impact the glenosphere correctly.